Event description:
V.a.c therapy was placed on a pt with an infected sternum, where the sternum was left open with the pericardium intact. The v.a.c dressing was placed above the sternal border. It was reported that the pt coughed, the canister filled up with bright red blood and the v.a.c. Therapy unit sounded an audible alarm. The dressing was then removed. The source of the bleeding was found to be a hole in the right ventricle. The physicians involved stated they were thankful that the pt was on v.a.c. Therapy because it alarmed when this event happened and they stated that this event was not related to v.a.c. Therapy. The pt is reported to be "doing fine".